Event description:
It was reported there was a shocking or jolting sensation and a surging sensation. The patient felt shocking at the lead-extension connection site when turning her body to the right side. This started 1 week ago, and there was no known accident or incident related to the event. It was noted the patient started exercising about a month ago in low impact aerobic classes, but it was unknown if ''something happened.'' Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3777, serial #(B)(4), implanted: (B)(6) 2011, extension model 37081, serial #(B)(4), implanted: (B)(6) 2011, recharger model 37752, serial #(B)(4) , programmer model 37743, serial #(B)(4).